Event description:
Boston scientific (bsc) crm received information that the right ventricular (rv) lead exhibited low intrinsic amplitude, intermittent sensing and loss of capture. Impedance measurements for the rv lead have ranged from 500 to 1292 ohms. The physician reprogrammed the av delay to provide the patient with more pacing support and lowered the lower rate limit to 50 ppm. The patient was asked to schedule a one week follow up appointment. The patient is not pacemaker dependent and no adverse patient effects were reported. At this time the product remains in service.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Type of reportable event: sensing issues and loss of capture with programming changes.